Event description:
According to the patient, "...in performing the [initial] surgery, dr... Reamed the femur that he caused a fracture of the femur, failed to properly address and fix the fracture, and otherwise failed properly to implant the prostheses..." "Following the patient's discharge from the hospital, the patient began to experience dislocations of the right hip causing pain, discomfort and causing her to lose balance and fall." A revision surgery was performed to remove all components.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see the attached file for the results of our investigation. (B)(4).